Manufacturer narrative:
(B)(4). Date sent: 12/9/2024. Additional information was obtained: sales rep talked to the hospital and the device was not reused/reprocessed after the procedure they roughly cleaned it before being handed over to the sales rep. Corrected data: h6 investigation findings, h6 investigation conclusions, h11 investigation summary. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. Additionally, the tissue pad was damaged. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the max hand activation button was nonfunctional. However, the device did activate when tested with the footswitch. The device was disassembled to verify the condition of the internal components. Corrosion was found at the max hand activation dome. We are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9d649 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sigma the scissors activated automatically on the instrument table without a hand nearby. They replaced the cable and restarted the generator. The problem could not be solved. No patient harm nor significant delay reported. They opened a second shear and the fault was solved.

Manufacturer narrative:
(B)(4). Date sent: 10/1/2024. D4 batch #: c9d649. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. Additionally, the tissue pad was damaged. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the max hand activation button was nonfunctional. However, the device did activate when tested with the footswitch. The device was disassembled to verify the condition of the internal components. Corrosion was found at the max hand activation dome. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9d649 and no non-conformances were identified.